Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On 4 dec 2024, at interventional catheter department under bile duct stent implantation, user ready to deploy the stent but failed, after repeatdly attempts tht stent still cannot be deployed. User changed to a new stent and successfully deployed. No harm to patient.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the evo-fc-10-11-6-b device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number: c2158336 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number: c2158336 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined from the investigation. A possible root cause could be attributed potentially to tortuous patient anatomy which may have led to the issue with stent deployment reported by the customer. It is known from the available information that resistance was felt passing the wire guide and device through the stricture. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-may-2025.